Event description:
Consumer reported receiving an incorrect calibration bar in a test strip box. The box of test strips had expired. The combination of components could result in a clinically significant reading. No death, serious injury, medical intervention or mistreatment was reported with the event.